Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not working. A field service engineer replaced the usb cable and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 5 had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.